Manufacturer narrative:
H.6 investigation summary a claim was received from the client ssjl laboratorio where contamination was reported in a plate unit from catalog 220150 lot 3069615. The notified batch file was reviewed, verifying that all processes were followed effectively during the manufacture of the product, likewise the batch was analyzed by the quality control department and the results were satisfactory for the release of the batch. The retention samples were reviewed without detecting the presence of contamination and the history of claims without identifying additional reports of contamination for this lot. It is concluded that the event reported by the client is classified as confirmed from the photographic evidence provided by the client, no records are identified that suggest that the defect has been caused by a failure in the process; for the contamination defect one contaminated unit for the lot size is acceptable within the specification criteria. Bd will continue to monitor the trends associated with this issue, in order to implement additional actions if necessary. H3 other text : see h.10.

Event description:
It was reported that plate tsa sb 5% 100mm 10ea arrived with fungus contamination. The following information was provided by the initial reporter: 1 blood agar was returned to the bd operator since it was contaminated, in total we only received 71pz "1 agar is returned due to fungus."

Event description:
It was reported that plate tsa sb 5% 100mm 10ea arrived with fungus contamination. The following information was provided by the initial reporter: 1 blood agar was returned to the bd operator since it was contaminated, in total we only received 71pz "1 agar is returned due to fungus."

Manufacturer narrative:
H.3.a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.